Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to boston scientific on (B)(6), 2010 that a rigiflex dilatation balloon was inspected at a boston scientific distribution center. According to the distribution center employee, based on an unrelated device returned from a customer, see manufacturer's report number 3005099803-2010-03134, a boston scientific warehouse employee inspected this rigiflex dilatation balloon packaging. Observation of the packaging by a warehouse employee revealed a hair like fiber inside the sealed package. There was no visible damaged noted on the packaging. There is no patient or procedure information available as this device was never shipped to a customer and never left the bsc possession.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice during dwell 3 of 6. The home patient stated she would call the peritoneal dialysis nurse for instructions on completing therapy. The sample was discarded and lot number was unknown. Proper procedures per the user manual were reviewed with the customer. No patient injury or medical intervention was reported at the time of the initial report.